Manufacturer narrative:
Corrected information: report source: foreign, user facility, distributor. Additional information- the second device used in the procedure is being reported under mw #1820334-2017-03647. Investigation summary: a review of the complaint history, documentation, device history record, instructions for use(IFU), specifications, drawings, quality control, manufacturing instructions and functional testing of the returned device were conducted during the investigation. One quickcore biopsy set was returned for evaluation. One unused, sealed quick core biopsy needle and one prior to use coaxial needle assembly were returned for evaluation. The coaxial needle assembly is made up of a trocar and an outer cannula. The outer cannula and trocar of the coaxial needle assembly were locked together. With excessive force applied, the operator was able to unlock the hubs. Once unlocked, the trocar easily slide in and out of the cannula. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no other non-conformances associated with the complaint device's failure mode. It should be noted there were no other reported complaints for this lot number. Per the conclusion of an internal investigation, it was determined that the issue of unlocking the hubs on the coaxial needle subassembly is potentially two-fold. One potential explanation is due to humidity causing product to swell and another could be attributed to over torqueing of the hub. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause is related to manufacturing. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. Per the quality engineering risk assessment, no further action is required at this time.

Manufacturer narrative:
Correction: the second device used in the procedure will not be reported under mw #1820334-2017-03647, this was cross referenced inadvertently.

Manufacturer narrative:
510k #: k973565. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during the procedure, the operator attempted to use two quick-core coaxial biopsy needles, and encountered the same issue with both: the needle would not pull out from the cannula. The operator employed another new device to complete the procedure, with no further issues reported. The patient reportedly did not experience any adverse events. The customer indicated that the product is available for return; however, as of the date of this report, no device has yet been received for evaluation.